Event description:
A malfunction alarm was reported without any notable prior events. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. The customer was able to reset the pump independently, and the malfunction code did not recur.